Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he had a high blood glucose episode. His blood glucose at the time of incident was 552 mg/dl. He states that the high was most likely caused by improper carb counting technique. The customer also reported that the tubing from the infusion set has become snagged on things and caused no delivery problems, and one time the tubing was pulled out of his skin. No products were returned, replaced, or shipped.